Event description:
Customer reported that a pt presented with a rash following CABG procedure. Pt was prescribed prednisone. The rash resolves during use of prednisone and reappears upon discontinuation of the prednisone.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.